Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: surgeon reported the image being very bright at times and the quality of the image depended on the angle of the camera wire to the console. The image also turned black on one occasion. P/n: 1688210105i. S/n: (B)(6). Summary of evaluation: faults found: one of the leaf springs in camera connector is missing very bright image on the monitor- faulty transition board on ccu. Action taken: replaced cable assembly. Tests: qip, function test, vacuum leak test, air pressure test, passed all tests. Note: camera head did not enter the workshop with the coupler. This item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error. The reported failure mode will be monitored for future reoccurrence.